Event description:
A healthcare professional reported that nm-f4311 lot#9000793 implant lacked primary stability on tooth #3 due to bone too soft. A secondary implant was placed after removal. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has hypertension, thyroid therapy. The device was forwarded to the manufacturer. No other medical issues were reported.